Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as patient made mistake which led to peritonitis. It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection reflin 250 milligram, (frequency and route not reported) and injection tobramycin 20 milligram each exchange (frequency and route not reported) and vancomycin 1 gram per five days (route not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient remained under treatment; however, it was not reported if the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unreported date, the peritoneal effluent remained cloudy. Six days after the event onset, the patient was hospitalized for peritonitis, manifested by cloudy effluent and increased tlc count. On an unreported date, after the patient¿s peritoneal culture results, the antibiotics were switched to intraperitoneal meropenem (250 mg with each exchange, frequency not reported) and intraperitoneal amikacin (125 mg with each exchange, frequency not reported) for peritonitis. Twelve days after the event onset, dianeal therapy was discontinued and their pd catheter removed (current mode of dialysis therapy was not reported). Should additional relevant information become available, a supplemental report will be submitted.